Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "window trials (acetabular), anterior hips, anterior broach. When leveling the trial, the thread pulled out the the window trial and the handle came off the window trial. The doctor was using a tremendous amount of force. Product was able to be retrieved and ther was no issue with the patient. There was no delay in time."

Manufacturer narrative:
An event regarding damaged threads of a trident modified window trial was reported. The event was confirmed. Method and results: device evaluation and results: a visual inspection confirms the reported thread damage. Damage was noted on the body of the device, consistent with extraction damage confirmed by discussion with a material analysis engineer. Medical records received and evaluation: not performed as event was not related to patient factors. Device history review: all devices accepted into final stock conformed to specifications. Complaint history review: there have been no similar previous reported events. Conclusions: the reported thread damage was confirmed. The damage is consistent with extraction damage confirmed by discussion with a material analysis engineer. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported, "window trials (acetabular), anterior hips, anterior broach. When leveling the trial, the thread pulled out the the window trial and the handle came off the window trial. The doctor was using a tremendous amount of force. Product was able to be retrieved and ther was no issue with the patient. There was no delay in time."